Manufacturer narrative:
Product ID: bi71000469: serial/lot number rev. 4 : s/n (B)(4) product ID: bi71000196: serial/lot number rev. (B)(4): s/n (B)(4) h3: the starter upgd kit was returned for analysis. Functional testing determined that unable to confirm reported complaint,"generator errors." Installed starter in o2 test system c1396. System readied and booted. Several 2d and 3d images were performed and were successful. Motion and gain calibrations passed. No errors were observed while testing. No problem found. Codes associated with starter upgd kit: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the tank kit was returned for analysis. The reported issue was confirmed. Functional testing determined that it was an electrical problem. Generator errors."hv tank failed bench test.hv tank failed bench test. The measured points between j1e to j1a, j1d to j1a, and j1k and j1a failed; they were open. J1f to j1g and j1h to j1g measured low resistance. Visual inspection confirm damage to the tank. Codes associated with the tank kit: fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: bi71000576, serial/lot #: (B)(4)/rev. 2 ; product ID: bi71000230, serial/lot #: (B)(4)/rev. 2. A medtronic representative went to the site to test the equipment. The system failed "imaging modalities" during the checkup due generator errors while trying to fluoro over 45kv. The system did not perform as intended. The tank and starter board were replaced. The parts are still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the field service engineer (fse) is receiving generator errors. This was discovered when the fse was on site for other cases. The fse requested the below parts to be ordered 1. Starter board, 2. Tank kit 3. Booster board 4. X-ray tube. No patient present at the time of event.